Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a moderately tortuous and calcified lesion exhibiting 80% stenosis located in the circumflex (cx) artery. The device was inspected with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. It was reported that stent deformation occurred in vivo during positioning/advancement. The procedure was completed using another stent. It is stated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The patient was reported to be alive with no injury.

Manufacturer narrative:
Device evaluation summary: the device returned with a non-medtronic sheath and stylette partially loaded. Sheath and stylette were both removed with no issues. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 5th distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.